Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer observed the alarm when he was getting out of the shower and trying to prime the device. The customer did not know the blood glucose reading. He stated that the insulin pump had been exposed to the magnetic field of an ultrasound machine. The customer did not observe any other significant events leading to the alarms. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near the display window corners were noted during a visual inspection. The insulin pump passed prime, displacement, seat/rewind and basic occlusion tests. The insulin pump was received stuck in the motor error alarm loop during a bolus delivery, and the motor position encoder error alarm was noted in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing.